Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high impedances. The lead was capped and replaced. The patient was feeling well post procedure.